Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with draining of left ovarian cysts due to rectocele, cystocele and stress urinary incontinence. The patient experienced problems emptying bladder, burning with urination, urge incontinence, leakage of urine, pain with intercourse, urinate every 2 hours, nocturia 4-5 times per night, pain with bladder filling and infections. (B)(4).

Manufacturer narrative:
Date sent to FDA: 8/21/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urgency, incontinence and voiding dysfunction.